Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ crease flat observed in the device. ¿ wear abrasion observed in the device. ¿ red particles observed in the surface of the shell.

Event description:
Guardian of patient reported right side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Guardian of patient reported right side "rupture." The device has been explanted and replaced.